Manufacturer narrative:
Section a2 : unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during a cataract removal procedure, an attempt was made to insert a dcboo 11.0+ lens into a patient's right eye. The lens failed to deploy from the applicator. The doctor observing that it was "protruding from the side and seemed torn. The issue was identified during the implantation process. No further infomation is available.